Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or CT images provided. Review of the reported event suggests the paralysis is the result of an undiagnosed bone fragment or an unidentified vertebral fracture during the pedicle subtraction osteotomy. No product malfunction alleged. Labeling review: potential adverse events and complications. ¿¿as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include, loss of sensory and or motor function..." "...potential risks identified with the use of this system, which may require additional surgery include, bending, fracture or loosening of implant component, loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, decrease in bone density due to stress shielding, paralysis..." Device is left insitu.

Event description:
On (B)(6) 2019, patient underwent a pedicle subtraction osteotomy at l3 with posterior fixation at l2 to l4 levels. Post operatively the patient experienced paralysis. As per reporter a revision procedure was performed to remove vertebral disc at l2 to l3 and a bone fragment which touched the nerve was removed.